Event description:
It was reported that the prior to surgery, this rn placed 16f foley catheter from temp foley kit. No resistance met upon insertion, clear yellow urine returned. Attempted to inflate balloon with syringe of normal saline included in kit and met resistance. Urine then had slight amount of blood in it. Nursing team paged urology resident on call. Elizabeth soo, md came to or2, removed catheter, applied urojet to urethra and inserted an 18f coude catheter without incident. Small amount of blood exited urethra. Upon inspection, resident noted that the balloon on the initial catheter was faulty and had small bulge on one side and wouldn't inflate. Urine returned to clear yellow without blood in it by the time patient taken to recovery post surgery. Made note of faulty catheter in rn surgery report and alerted or manager jessie rader that catheter in temp foley kit was faulty. Placed catheter in biohazard bag and gave to manager. This is not the first faulty foley catheter from these kits, there is a pattern.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No actions can be taken at this time since a root cause was not identified. Photo: received two (2) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the prior to surgery, this rn placed 16f foley catheter from temp foley kit. No resistance met upon insertion, clear yellow urine returned. Attempted to inflate balloon with syringe of normal saline included in kit and met resistance. Urine then had slight amount of blood in it. Nursing team paged urology resident on call. (B)(6), md came to or2, removed catheter, applied urojet to urethra and inserted an 18f coude catheter without incident. Small amount of blood exited urethra. Upon inspection, resident noted that the balloon on the initial catheter was faulty and had small bulge on one side and wouldn't inflate. Urine returned to clear yellow without blood in it by the time patient taken to recovery post surgery. Made note of faulty catheter in rn surgery report and alerted or manager (B)(6) that catheter in temp foley kit was faulty. Placed catheter in biohazard bag and gave to manager. This is not the first faulty foley catheter from these kits, there is a pattern.